Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, cracked battery tube threads, cracked display window, cracked reservoir tube and cracked case near display window corners noted during visual inspection. The insulin pump had constant alarms with the insulin pump resetting after the alarm is cleared due to moisture damage on electronic assembly. The insulin pump had corroded motor home switch also noted during visual inspection. Analysis was unable to confirm unexpected restart alarm due to constant alarms. No unexpected pump resets noted during testing.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer reported that they received an unexpected restart alarm. The customer reported that the insulin pump was exposed to moisture. The customer's blood glucose was 231 mg/dl at the time of incident. The customer stated that there was fluid under the lcd display. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.